Manufacturer narrative:
Unit passed displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No excessive no delivery alarms noted. Unit had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump had multiple no delivery alarms despite site changes. The caller stated that the customer recently had a blood glucose level over 500 mg/dl, which was treated with manual injection. Blood glucose level at the time of the call was 336 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.